Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/information not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as serial number was not provided. Section d4: unique device identifier (UDI #): unknown, as serial number was not provided. Section d6a: not applicable as the product is not an implantable device. Section d6b: not applicable as the product is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Section h4: device manufacture date: unknown as serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that during a sculpt procedure, the irrigation tubbing detached from the phaco handpiece (hp), which resulted in an immediate wound burn. The customer also inquired about the availability of a phaco hp with a lure lock for the irrigation line. No patient or user information was provided. Note: this is report 1 of 2.